Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of upper 400 mg/dl and lower 500 mg/dl, so customer had changed the reservoir and infusion set to bring down high blood glucose. Customer declined troubleshooting. Customer was advised that the reservoir will be replaced. Customer will not be returning the reservoir for analysis.